Manufacturer narrative:
Unit received alarming radio frequency pic failed self-test due to faulty electrical component on radio frequency board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
It was reported that customer received a radio frequency pic failed self test every day during temporary basal. Healthcare professional was not able to download information from insulin pump. Insulin pump would be replaced.